Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the operator was enabled to screw in the lead into the implantable pulse generator (ipg) and the lead was loose. The ipg was removed and replaced. No patient complications have been reported as a result of this event.